Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 436 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined the high pressure test. Customer also reported to have received a motor error alarm and troubleshooting was performed and completed. Customer was advised to monitor and call back if issue recurs. The insulin pump was not returned for analysis.